Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A malfunction alarm identified as malf 12 was reported by the customer. There was no reported impact to the customer¿s blood glucose level. Technical support provided pump reset information, assisted with resetting the pump, and confirmed that the issue did not recur. The customer continued to use the pump for insulin therapy.